Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure and/or product identification, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that a patient enrolled in a clinical study underwent a total right hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2005 due to infection. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a total right hip arthroplasty on (B)(6) 2001. Subsequently, patient underwent an open reduction internal fixation procedure on (B)(6) 2002 due to periprosthetic fracture of the right hip. The patient underwent a radical debridement procedure on (B)(6) 2003 due to infection. Subsequently, the patient was reimplanted on (B)(6) 2005. The patient again underwent a radical debridement procedure on (B)(6) 2005 due to infection. The patient was reimplanted on (B)(6) 2005. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2005 due to infection.